Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call the customer's insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump button was unresponsive and the numbers ramp up without the user's input. Customer's parent reported that the insulin pump was exposed to a change in altitude. Removing and reinstalling the battery cap did not resolve the keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. However, we have received new information which has been updated on this report to reflect the correct information. The insulin pump passed the leak test. The insulin pump was received with all buttons responding properly. No damage or moisture damage was noted on the keypad assembly. No unlocked keypad connector. No button keypad anomalies were noted. The insulin pump passed the self-test and displacement test. The insulin pump was received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer stated that the numbers were not ramping on their own. The customer also reported the scroll bar was not moving with no input.